Event description:
It was reported that, during a right shoulder arthroscopy and open stabilisation, three bioraptor knotless 2.9 mm anchors were used. The surgical technique was followed as per usual. The appropriate drill and guide were used, firstpass mini and ultratape were used as per surgeon preference. The first anchor was implanted successfully; the second anchor pulled out of the bone tunnel. It was necessary to drill another bone hole to use another anchor, which was implanted successfully. The procedure was completed without any other issue. The surgery was slightly delayed. The patient was not injured.

Manufacturer narrative:
One bioraptor knotless suture anchor device was reported on. The complaint stated: ¿the first anchor was implanted successfully, the second anchor pulled out of the bone tunnel.¿ definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use. Influences unrelated to manufacture that could compromise product performance or integrity include: difficulty with establishing and maintaining axial alignment of suture anchor with prepared insertion site. Excess force placed upon the product. Site prep with alternate or without recommended instruments. Review of instructions for use confirms instructions, precautionary statements and recommendations for proper use of product. Per instructions for use: ¿breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation. Warning: to prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ final product met predetermined specifications upon release to distribution.

Event description:
It was reported that three bioraptor knotless 2.9mm anchors were used. Surgical technique as per usual. Appropriate drill and guide were used, firstpass mini and ultratape used as per surgeon preference. The first anchor was implanted successfully, the second anchor pulled out of the bone tunnel. It was necessary another bone hole. The surgeon used a third anchor and was implanted successfully. The procedure was completed without any other issue.